Event description:
A ventilator was scheduled for preventative maintenance servicing to be performed by the manufacturer. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, errors were found in the device's error log relating to an internal battery failure and an oxygen blender module board malfunction. The device's oxygen blender module board and internal battery will need to be replaced to resolve the issues. The device will also need replacement of the rear case due to cosmetic damage and oxygen blender module inlet adaptor is missing.